Event description:
It was reported that the patient was implanted with one 2.5x18 mm promus stent on (B)(6), 2009 in the first obtuse marginal artery successfully with 0% residual stenosis. On (B)(6), 2012, the patient was hospitalized for progressive dyspnea and underwent angiography which revealed 25% in-stent restenosis of the stent in the first obtuse marginal; however, no revascularization was performed. The patient was discharged on (B)(6), 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. Restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.